Manufacturer narrative:
(B)(4). Conclusion - reported as issue could not be cleared by operator. Due to the age of the device, 13 years, the device will ot be replaced. Customer advised to remove from service.

Event description:
It has been reported that the AED did not pass self-diagnostic check.